Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart alarm. Customer's blood glucose value was 160 mg/dl at the time of the incident. Troubleshooting was performed. The customer stated that the alarm happened after inserting the new battery. Customer reported they were able to clear the alarm and also were able to rewind the insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and a21 error test. No unexpected a21 alarm noted.